Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 03046, 0001825034 - 2018 - 03047. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient experienced post operative pain. Attempts have been made and no further information has been made available.